Event description:
It was reported that upon receiving the devices, a battery packet was missing. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A contents checklist is used to package accessories, therefore if on this occasion the battery was missing it is due to human error. No lot number was provided; therefore, device history record review could not be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).